Manufacturer narrative:
The device was returned for analysis. The reported ¿there was no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a mildly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the proglide device was successfully flushed during prep. The device was advanced; however, there was no blood flow from the marker lumen. The device was removed and flushed again. The device was advanced but still no blood flow from the marker lumen. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 14f sheath and the pevar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.